Event description:
It was reported that pump displayed cartridge change error while caller was using pump in case. There was no adverse impact to the customer's blood glucose level. Technical support guided caller to remove cartridge, inspect and clean pump connection area, reattach cartridge securely, and follow on-screen instructions, after which caller successfully completed load process and resumed insulin delivery.